Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgment occurred. While prepping a 5.00x16mm veriflex stent delivery system for a renal artery stenting procedure the stent came off the balloon. The device did not enter the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: received for analysis was a y-gate adapter. An examination of the y-gate found that the detached stent was stuck inside the adapter. The delivery device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related. The complaint stated that the device was intended to be used in the renal artery and the device was passed through a y-gate adapter. The dfu for this product does not recommend this practice.(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent dislodgment occurred. While prepping a 5.00x16mm veriflex stent delivery system for a renal artery stenting procedure the stent came off the balloon. The device did not enter the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)